Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed.

Event description:
It was reported that an evacuated container did not have enough vacuum. The reporter stated that the nurse was drawing abdominal fluid, for large volume paracentesis, when she noticed that the evacuated container stopped pulling fluid. The vacuum had stopped after approximately 800 ml. All connections were checked and found to be tight and secured and there were no air leaks observed. There was patient involvement, however there was no adverse event reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The exact age of the patient is unknown, however he was reported to be in their (B)(6). A batch review was conducted on the two possible lot numbers: g107367 and g107243. There were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.